Manufacturer narrative:
Product complaint # (B)(4). Component code: g07002 device not returned to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: what is the lot number? Event related to mw # 2210968-2023-01818, and mw # 2210968-2023-01819. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown cardiovascular procedure on an unknown date and suture was used. During the surgery, the suture broke during use. No adverse patient consequences were reported. Additional information was requested.